Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. .

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an atrial septal defect interventional procedure. Reportedly, a proglide foot break occurred. Surgical cut down was performed under general anesthesis to remove the detached foot from the anatomy. Hemostasis was achieved with simple suturing. There was a two hour clinically significant delay in the procedure due to the surgical procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the foot detachment; however, the treatments appear to be related to circumstances of the procedure as the separated foot was surgically removed, causing a delay in the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the foot detachment however the treatments appear to be related to circumstances of the procedure as the separated foot was surgically removed, causing a delay in the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: user facility medwatch report number (B)(4).

Event description:
User facility medwatch report ((B)(4)) received stating: "doctor was utilizing perclose closure device for the right femoral artery sheath. Device malfunction occurred, and a piece of the device was left in the lumen of the artery, still attached to a short piece of the suture. Hemostasis was achieved using an 8fr arrow sheath, and vascular surgery was notified. Emergency cut down was planed for or-hybrid room with or team/vascular surgery. Ffp (fresh frozen plasma) was ordered stat due to patient's inr (international normalized ratio) 2.0. Perclose vascular device deployment to the arteriotomy sites was unsuccessful with the fragmentation of footplate fragment in the arteriotomy wall. Folllow up surgery removed the part successfully. Patient suffered no ill effects. "